Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device's contact pcb and handle kit were replaced as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state, the need for therapy could not be determined, if it were needed. This issue is patient related; however there was no adverse event reported.